Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse decontaminated the water bottle, reservoir, and water lines. Siemens is investigating the issue.

Event description:
A (B)(6) patient result was obtained on a advia centaur xp instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) patient result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00270 on 20apr2020. Additional information (15oct2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse confirmed dark counts were out of specifications and the luminometer did not give any reading. The luminometer was replaced. Wet and dry tests also returned low and a leak was found on the new tubing of acid that was replaced previously. A new tubing was added and system was decontaminated with cleaning solution and hydrogen peroxide. The photo counter board was also replaced. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00270 on 20apr2020. Siemens filed the initial MDR 2432235-2020-00270_s1 on 04nov2020. Additional information (19jul2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The background test data implied contamination so the system was decontaminated, resulting in an improved background test result data. A system verification protocol (svk) was performed which indicated acceptable instrument performance. Additionally, the cuvettes were replaced. Siemens found that the air vent was located directly above the system which could potentially cause a dry environment and increase in static. Precision and control runs were performed with no issues. The instrument is performing according to specifications. No further evaluation of this device is required.